Event description:
Clinic notes dated (B)(6) 2013 were received and reviewed. The notes indicate that the patient's typical seizure frequency in the past has been approximately 200 to 300 seizures per month. However, more recently, the patient has had only 100 to 200 or so seizures per month. Since the patient's last visit on (B)(6) 2013, the patient has continued to have an average of 100 seizures per month. In (B)(6), the patient required ativan on five occasions to help abort clusters of seizures. In (B)(6), in the setting of a respiratory infection, the patient needed ativan thirteen times. In (B)(6), the patient needed ativan six times, and most recently in (B)(6), the usage has been increasing as he has used it twelve times. The patient's vns device was interrogated, but not reprogrammed. System diagnostics revealed no problems and the battery appears to have approximately 25% of life remaining, the notes state that the patient's seizure frequency has been improving, but he has begun using ativan on more occasions then he has in the past. Notes dated (B)(6) 2013 indicate that interrogation of the patient's vns battery on (B)(6) 2013 revealed that it is nearing end of service. Vns replacement surgery was performed on (B)(6) 2013. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
.